Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported during repair of the machine the thermistor wires appeared melted and were cracked. No patient involvement was reported. Per biomed tech the machine was serviced and placed back in service without further issue. Per biomed tech the thermistor cable wires were retained and were available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported during repair of the machine the thermistor wires appeared melted and were cracked. No patient involvement was reported. Per biomed tech the machine was serviced and placed back in service without further issue. Per biomed tech the thermistor cable wires were retained and were available to be returned for evaluation.